Event description:
It was reported that the right ventricular (rv) lead exhibited failure to capture. An x-ray was performed, and the rv lead was found to have perforated the heart. On (B)(6) 2025, the physician elected to reposition the rv lead. The patient is recovering after the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the patient was stable and discharged the following day after the procedure.